Event description:
Patient with tracheostomy placed. Eight days later, the registered nurse noted that a piece of the patient's tracheostomy tube was broken off of the main tracheostomy front plate. It was described as the end of the tracheostomy tube where the inner cannula locks into the tracheostomy - this end piece separated from the tracheostomy tube. The patient had been up in the chair and recently was moved back to bed without incident. There were no reports of the patient pulling at the device or other difficulties with the device. There was not apparent injury. The patient continued to pull appropriate volumes on the ventilator.